Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 rtg0023445 (hcp): information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's previous ins had "failed" and "malfunctioned". The hcp did not know what that meant exactly. No symptoms were reported. No further complications were reported or anticipated.